Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a procedure, a grasper instrument was installed on arm 4 and would not release tissue. The customer removed the instrument and installed a backup grasper instrument to continue with the case. There were no related errors in the logs. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the fenestrated bipolar grasper in arm 4 would not let go of colon tissue. The tissue was stuck between the jaws of the instrument. Tissue was released after multiple attempts to open the instrument by the surgeon at the surgeon console. No tissue was removed or damaged during the incident. No bleeding occurred. No bio debris was visible on the instrument prior to the jaws getting stuck. There were no complications during or after the procedure with the patient. This issue was happening with different instruments; therefore, no instrument was sent out for evaluation.